Event description:
It was reported that x-rays indicated the lead was fractured. Reprogramming was able to capture effective therapy for the patient with the other lead. As such, no further intervention is planned at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.